Manufacturer narrative:
A ge representative evaluated the system and replaced a noisy inductor and the vertical lift power supply. System operates as intended. (B) (4).

Event description:
The customer reported the system is making an arcing noise and the vertical lift delays movement. No pt injury was reported.